Event description:
Reference number (B)(4) event occurred in finland. It was reported that patient faced infusion set leakage event due to which patient faced hyperglycemia event on (B)(6) 2025. The blood glucose was between 15 and 17 mmol/l at the time of the event and was treated with insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: finland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.